Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was provided with pump reset information and, with assistance, successfully reset the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and call back if the issue happens again.